Event description:
The customer reported that while the iabp was in use on a pt, the iabp's ECG signal flat lined while transporting the pt from the cath lab to cvicu. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).